Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep who reported that the device was overdischarged. A physician recharge was performed and the patient was doing fine and receiving appropriate therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer representative (rep). It was reported that the patient experienced a failure to recharge and loss of stimulation due to compliance. A device reset was attempted on (B)(6) 2019 but was unsuccessful. It was unknown if surgical intervention was going to occur. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial#: (B)(4), product type: recharger. Product ID: 37791, lot#: unknown, product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator for spinal pain and chronic low back pain. It was reported that the connector pin broke off and came out of the desktop charger and got stuck in the recharger in (B)(6) 2019. The patient was sent a replacement desktop charger. Additional information was received from a consumer regarding the patient on (B)(6) 2019. It was reported that the patient got the desktop charger; however, he is getting the reposition antenna screen on the recharger. The patient noted that the last time that he had felt stimulation was about 3-4 days prior to the report, and that the last time that he was able to successfully charge was about 3-4 days prior to the report. The patient was sent a replacement recharger antenna. Additional information was received from a consumer regarding the patient on (B)(6) 2019. It was reported that the patient received the replacement recharging antenna; however, he is still having the same issue. The patient did not think that his device was overdischarged because he charges daily. The patient confirmed that he kept the implant charged up until the week prior to the report, and then he did not use it for a few days. The patient is not able to connect the patient programmer to the implantable neurostimulator because it is showing that the patient programmer batteries are low. The patient was still not able to locate his stimulator to charge and keeps seeing the reposition antenna screen. The patient has an appointment with his health care provider on (B)(6) 2019. There were no further complications reported.